Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the nasoenteral tube presented a fissure in the distal part causing leakage of nutrition. The probe was changed. Additional information received stated the fissure occurred between the y joint and the tube itself causing the leak.

Manufacturer narrative:
Additional information: device manufacture date was added the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample evaluation could not be performed because no sample nor photo was provided. The investigation was carried out with the multifunctional team, all processes and controls were found to be followed correctly. No abnormal conditions were found that could trigger the reported condition. A corrective and preventive action has been initiated to address the reported issue. This complaint will be used for tracking and trending purposes.